Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, difficulty with expansion fluid removal (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with a 650cc mentor cpx4 with suture tabs, med height, smooth expander on the left side, had a tissue expander that was leaking and was not filling up post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 7/29/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. During leak testing the device was filled without complications. In addition was found a tear measuring approximately less than 0.1 cm in the posterior aspect. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).